Event description:
It was reported that the reload cut and stapled on one side, but the other side did not staple. The surgeon hand sewed the part that did not staple and completed the procedure with no patient consequence.